Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7078736 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: (B)(6) model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).